Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be charging slowly compared to when the customer first received the pump. There was no reported impact to the customer's blood glucose level.